Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported when they try to sync with ins and increase stimulation they are getting "strange symbols" and is not able to sync/increase stimulation. They walked patient through syncing with ins. Patient initially stated they were getting poor communication screen (patient was using programmer by itself). Patient denied any recent trauma/falls. Following repositioning programmer on call patient confirmed they were able to successfully sync with ins. Patient stated they were non program 3 but stated they have always been on program 1 and should be on program 1. Patient changed to program 1 with stimulation at 2.70 and stated they want to increase stimulation to 2.8 as it should be at 2.8. Patient stated they got message that stimulation could not increase due to getting turn on ins screen on programmer. Patient turned on stimulation on call and stated on call that stimulation felt "intense " and was feeling a "pulsating" at 2.70, so they decreased stimulation to 2.0 and confirmed stimulation felt comfortable. Patient stated they did not recall turning off stimulation and stated that they were in the hospital (no indication related to device/therapy) and flew on an airplane recently so either of those activities may have contributed to stim turning off. Patient stated they noticed this all started "about at least a week" ago. Patient confirmed stimulation was on at program 1, 2.0 and confirmed stimulation felt comfortable at end of call. No further patient complications are anticipated or expected as a result of this event.